Event description:
Patient called in and explained his freedom pump broke and that he needed a new one. Pt reported it broke at the end of infusion on monday and needs one for his next dose the following monday. No adverse event or missed dose reported, pump available for return. No additional information available. Pump used to infuse hizentra at above dose and frequency. Indication: selective deficiency of immunoglobulin a [iga]. Spontaneous. Reported to cvs/caremark by pt/caregiver.